Manufacturer narrative:
This device was used for treatment, not for diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Device is an instrument and is not implanted or explanted. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that the device was not functioning was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. Placeholder.

Event description:
Facility reports: veterinary event, during an unknown surgical procedure, the small battery drive made a high pitched noise followed by a low sound and then stopped functioning,the device appeared to have a bad connection. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.